Event description:
The plaintiff's attorney alleged the decedent experienced an (unk) complication with the dialysis treatment on (B)(6) 2010; subsequently experiencing cardiovascular event and expiring on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported and associated with MDR numbers: 1225714-2013-00507, 1225714-2013-00509 and 1225714-2013-00510.